Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin was leaking past the o-rings from the reservoirs into the insulin pump. The customer also reported having high blood glucose of 387 mg/dl. No further information was provided.